Event description:
It was reported that the pump delivered too much insulin during a bolus. Reportedly, the customer was ¿overriding suggested correction amounts¿. Customer's blood glucose (bg) level was in the 40¿s mg/dl on the meter and ¿low¿ on the continuous glucose monitor to 233 mg/dl. Low bg was addressed by consuming carbohydrate, glucagon and the customer¿s wife "injecting" glucagon.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.